Event description:
It was reported that the lead was inappropriately sensing noise, causing inappropriate therapy. It was also reported there was high impedance and an apparent lead fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: lfj087051v proximal conductor fractured under the distal end of the rv coil; full lead returned for analysis.